Event description:
It was reported during an roi-c c5/6 acdf, the superior plate would not penetrate the patient's bone, leading to a cracked cage intraoperative. Both the cage and plate were removed and replaced to complete the procedure using the awl to make the pathways for the plates. The patient had hard, sclerotic bone. There were no patient impacts.this is report two of two for this event.

Manufacturer narrative:
Device evaluation: product was not returned and photos were not provided, so the device evaluation could not be completed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to the plate being inserted off-axis during insertion or the patient having hard bone. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2021-00098.

Event description:
It was reported during an roi-c c5/6 acdf, the superior plate would not penetrate the patient's bone, leading to a cracked cage intra-operative. Both the cage and plate were removed and replaced to complete the procedure using the awl to make the pathways for the plates. The patient had hard, sclerotic bone. There were no patient impacts. This is report two of two for this event.